Manufacturer narrative:
A complaint investigation was conducted for the alinity I stat high sensitive troponin-I reagent, lot 78014ud00. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify issues associated with the customer¿s observation. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data from customers worldwide. The patient median values for lots 78011ud00 and 78013ud00 (which contain the same bulk material as lot 78014ud00) are within the established limits and comparable to the historical reagent lot performance. Review of applicable field data suggests that the performance is acceptable. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitive troponin-I reagent, lot 78014ud00.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I result generated by the alinity I processing module on a patient. Results were not reported to the medical provider. The following results were provided: sid (B)(6): initial result =319 ng/l, repeat results = 2 ng/l & < 2 ng/l. Customer reference range = <16 ng/l. No impact to patient management was reported.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I result generated by the alinity I processing module on a patient. Results were not reported to the medical provider. The following results were provided: sid (B)(6): initial result =319 ng/l, repeat results = 2 ng/l & < 2 ng/l. Customer reference range = <16 ng/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Complete information for section a1: patient identifier= sample ID (B)(6).